Event description:
It was reported via feedback taken from a market preference evaluation form, that while a patient was being treated with a transplant system, a blocking screw fell off into the patients mouth. This happened during the screw insertion and removal step using the distractor. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. No further investigation can be performed.